Manufacturer narrative:
The device was not received for laboratory testing with the rv lead. The rv lead was analyzed and passed electrical testing, meeting all specifications. The cause of the higher than expected pacing impedance measurements could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to the patient's infection, with the right ventricular (rv) lead. It was reported that at the implant procedure, the rv lead exhibited higher than expected pacing impedance measurements of 1,700 ohms. Lead impedance was not out-of-range, but the physician was very concerned and believed the lead was at fault. As the device was explanted and is expected to be returned, laboratory analysis will be performed to investigate the pacing impedance measurements. No additional adverse patient effects were reported.